Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hartmann's pouch procedure. During the division of the rectosigmoid, the manual stapling handle would not fire. In order to resolve the issue and complete the case, another manual stapling handle was opened and used. There was no patient harm. The patient outcome is alive, no injury.